Event description:
It was reported that the patient using an ilet system experienced elevated blood glucose after a supply change, with glucose rising to approximately 280 mg/dl, then decreasing, and rising again after a meal; a fingerstick measured 229 mg/dl, showing a greater than 20% difference from the cgm, and troubleshooting and education were completed without alerts or alarms. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included case troubleshooting and user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device malfunction or alert activity was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.